Event description:
(B)(4). Initial user¿s narrative: for the second time, a (long) fragment of kt from peri-cicatricial analgesia remained in the wall of a patient and nobody noticed it before looking carefully at a scanner motivated by another problem. In both cases, the kt had been placed by me (doctor) and removed by a nurse on the ward. For the most recent patient, the nurse who removed (part of) the kt is "experienced", reported resistance to removal, but did not feel that the kt was severed. For the first patient, I don't remember who removed it, but the problem was noticed quickly during the same hospitalization and a small re-intervention solved the problem. For the 2nd patient, we notice it 6 months later on a scanner made for an eventration and we have to make the patient come back from far away to remove the kt, the eventration cure having to be made in another operation time. When looking at the kt, only a practitioner who knows its structure very well can see that it is partially removed, and even if he has good eyes because the kt is really thin and the marks on it are not easy to understand. However, if the end of the kt was red or green, we would know whether or not it was removed in its entirety. Catheter breakage. Part remained in patient. 1st. Cath. Detected imediately. 2st. Chat. Detected 6 month later.